Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed noise and oversensing. The patient was seen for a revision procedure. During removal of the device, the header was noted to be loose. The device and lead were explanted. There were no additional adverse patient effects reported. The lead is not to be returned.